Manufacturer narrative:
This event is a duplicate of FDA report number 3004209178-2019-14999. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted:(B)(6) 2016. (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to establish telemetry with the remote monitor. The device was explanted and replaced. No patient complications have been reported as a result of this event.